Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead sites, and patient's ipg would not charge. It was noted that the leads and ipg were shallow to the surface of the skin which caused the discomfort and lack in efficient charging. The patient underwent an explant procedure. Device malfunction was not suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, (B)(4), description: artisan surgical lead, 50 cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead sites, and patient's ipg would not charge. It was noted that the leads and ipg were shallow to the surface of the skin which caused the discomfort and lack in efficient charging. The patient underwent an explant procedure. Device malfunction was not suspected.